Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was not reported.

Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
The event of premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis performed did not show any anomalies. Session record was reviewed, no sudden drop in voltage or high current was noted. Longevity assessment was performed, and device has exceeded the 75% projected longevity and is considered normal battery depletion.